Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the ¿stop, ok, up & down¿ buttons illuminated and the front panel display remained blank. During the internal inspection, the inverter board transformer was found to be burned. A known good inverter board was installed and the display became fully operational. Additionally, dried fluid was found under the front panel assembly. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. In addition, a device history record (DHR) review was performed and identified that the inverter board was previously replaced. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the right side of the screen of a patient¿s liberty select cycler became dimmer during their last cycler of their peritoneal dialysis (pd) treatment. The screen began to clear but then eventually the entire screen became dim. The lights on the buttons remained lit and would make a sound when pressed. The patient stated that they could still hear the sounds of the cycler functioning. The cycler power cord is connected directly into an unshared 3-prong wall out. There was no bad weather or power outage in the patient¿s area reported. The patient reset/rebooted the cycler and ensured that the power cord was secured at both ends, however the screen remained dim. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual therapy. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation, it was identified that the transformer on the inverter board was burned.